Manufacturer narrative:
Additional information: the root cause of keypad issues are being identified/addressed through (B)(4). (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 2.75x30mm, totally occluded and concentric lesion being treated was located in the non tortuous and non calcified mid right coronary artery. The doctor pre dilated the lesion with a 2.25x16mm non-bsc balloon. The doctor then used a taxus liberte 2.75x32mm stent delivery system (sds), but stent did not cross. He then dilated the lesion with the same balloon for a second time. Following the second inflation he used the same stent and during this process the proximal part of the stent got damaged, the strut was opened. The procedure was completed using an unspecified 2.75 x 32mm sds. No patient complications were reported and the patients' status is stable.

Event description:
On 3/2/10, during device evaluation by baxter the pump head module keypad on a colleague cx volumetric infusion pump single channel was found to be erratic. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
The condition of pump head module keypad was found to be erratic was confirmed. The pump head module keypad was replaced to correct the reported condition. (B)(4).